Manufacturer narrative:
The acunav catheter used during this procedure was not identified or returned so no investigation could be performed. However, based on the complaint description it is likely that either saline solution contamination of the tab flex or incomplete insertion was the cause. Use care to ensure catheter connector is fully engaged into swiftlink before locking down and ensure no fluids get into catheter/swiftlink connection area.

Event description:
It is reported that there was a no transducer error. The swiftlink was replaced and the issue did not resolve. The catheter was replaced with a accunav catheter and the issue resolved. Case continued. Before disconnecting the caller was asked if anything else was needed. It was noted before ablation st elevation was noted inferiorly but resolved without any intervention. Only pentaray and us catheter was in body at the time. Heart cath was completed after case and blockages in coronary noted but the cas did not know the percentages. Carto and equipment work without issue. Patient was under general anesthesia. Case happened at 3 pm. Carto , stockert st-4598, cfp 01967, pentaray d128211, us 10135936, ablation catheter bni35dfct. Lot numbers unknown catheters disposed of except us catheter. Us catheter issue happened before transient st event. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.